Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2011-04577, 04578, 04580. It was reported the pt received her two scs systems on (B)(6) 2011, including 4 leads. During the operation, the pt complained of pain in her right foot. It was determined one lead had migrated downward. The physician replaced the lead the same day. It was reported the physician verified during the procedure that the anchor had not failed, but the suture had released from the fascia / tissue. Follow up identified the pt had right foot pain postoperative. On (B)(6) 2011, the physician replaced a second lead. An x-ray was performed, which showed one lead had bowed. Device 2, 3, and 4 represent the possible lot numbers of the lead replaced on (B)(6) 2011.